Event description:
The customer reported that the c-arm steering was tight. There is no report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering and chain drive were cleaned and lubricated. The system was then found to be operating as intended.